Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one ultraverse 035 pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the balloon had air within the balloon. Blood residue was present throughout the catheter shaft and bloodier in the y-body. During functional testing, using an in-house presto inflation device, the balloon was subjected to negative pressure. Under microscope, the balloon was noted to have a compound rupture at the distal end. No further functional testing was performed. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted at the distal end of the balloon. The presence of stents at the treatment site could have caused the balloon rupture. However, a definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a percutaneous transluminal angioplasty (pta) procedure using ultraverse 035. During the procedure, balloon allegedly had circumferential rupture during expansion at 10 atm inside the stent. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a percutaneous transluminal angioplasty (pta) procedure, the balloon allegedly had circumferential rupture during expansion at 10 atm inside the stent. There was no reported patient injury.